Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The insulin pump passed the delivery accuracy test. No strange sound anomaly during placing the test reservoir noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a possible under delivery anomaly. During a fix amount of 5 units, insulin was coming out but it was not enough according to the customer. The customer woke up with a blood glucose level of 30 mmol/l. There was also a strange sound each time the reservoir was changed. There was no alarm in the alarm history. The customer was advised that the device would be replaced and agreed to return the product for analysis.